Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted into it and advanced. The closure device was deployed in the laa of the patient, but it did not meet release criteria so it was fully recaptured and removed from the patient. During the full recapture the was became kinked. The physician removed the was from the patient and used a new was and new wds to successfully complete the procedure. The closure device was implanted in the laa of the patient. There were no reported complications that occurred as a result of this event.

Manufacturer narrative:
The returned device consisted of a truseal device. The device was bloody. Analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed a sheath kink located 13.5cm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The reported kink was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted into it and advanced. The closure device was deployed in the laa of the patient, but it did not meet release criteria so it was fully recaptured and removed from the patient. During the full recapture the was became kinked. The physician removed the was from the patient and used a new was and new wds to successfully complete the procedure. The closure device was implanted in the laa of the patient. There were no reported complications that occurred as a result of this event.